Manufacturer narrative:
Follow-up #1: date of submission 01/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2015 with the following findings: a review of the black box revealed one power interruption on 08/21/2014. The returned battery cap and cartridge cap were used to complete the investigation. The battery compartment was found to be cracked below the bumper grip. There was no damage found to the battery cap and the battery cap secured tightly to the pump. During testing, the battery cap was fastened and then unscrewed ½ turn with no reboots occurring. There were no power interruptions or any errors, alarms or warnings that occurred during the investigation. The pump¿s cover was removed; there were no intermittent conditions found to the power pcb. The product performed within specification and the reported ¿no power¿ complaint was unable to be duplicated. Unrelated to complaint, the text on the display screen was found to be dim and reddish.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.